Event description:
I believe that I'm suffering from breast implant illness. I've had many symptoms for over 12 years that were unexplainable. Now, some of my symptoms are getting worse. My fatigue, lack of sleep at night, anxiety, headaches and migraines, hair loss, gastrointestinal problems and most importantly my memory and concentration. I do have minor joint and muscle pain and a little depression, but I feel that it might have to do with everything that is going on my breasts.